Manufacturer narrative:
It was communicated that multiple errors: msmt malfunction, check touchscreen, check password, check setting, speaker malfunction. The customer replaced the main board with a new one still hasn¿t resolved the issue. A quote was sent to the customer for further evaluation and service. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker malfunction. It unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Functional testing was performed at the bench where the assessment was done and it confirmed that there was no ¿speaker malf¿ inop was seen. Additionally, after monitoring, there were audible sounds heard. It was identified the faulty part was a cable for the mainboard. The faulty parts were ordered and replaced. The speaker is working again. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty mainboard cable. The issue was resolved by replacing the mainboard cable.

Manufacturer narrative:
The field service engineer (fse) went onsite and evaluated the device. There was a speaker malfunction and replaced some parts, however the speaker malfunction inop is still seen. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.